Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that a progressive increase of electrode impedances was seen. Nine electrodes are deactivated at the moment due to status hi. The pt's performance has decreased significantly. Past testing measurements showed alternating electrode status between hi and ok. The ground path impedance steadily increased.